Event description:
It was reported that an li61se iol was inserted using an ez-28b delivery device and was then removed intraoperatively due to bent haptic. The incision was not enlarged, but sutures were used. Another lens was implanted successfully. Please reference MDR#: 1119279-2012-00125 for the delivery device.

Manufacturer narrative:
The lens was returned to b+l for eval. Visual inspection found the optic cut into two pieces. Both haptics are bent. The cause of the damage cannot be determined. Functional testing could not be performed due to the condition of the returned lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the info available, the exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and /or procedural factors (such as lens and inserter interaction) might have contributed to the event.